Event description:
It was reported that patient underwent lateral ankle stabilization procedure on (B)(6)2012. During the procedure, as the surgeon was attempting to implant an interference screw into the fibular bone tunnel, the screw fractured. Two pieces of the screw were retrieved from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number seven states, "do not use excessive force when inserting the resorbable interference screw. Excessive force (i.e., long, hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, dilate or tap in hard bone". Fracture artifacts suggest that the screw fractured due to a bending overload.